Event description:
This customer reported that the display on this heartstart xl was black. There was no patient involvement.

Manufacturer narrative:
(B)(4): this customer reported that the display on this heartstart xl was black. There was no patient involvement. A philips fse evaluated the device. The issue was localized to a failed display assembly. The customer decided not to repair it. See scanned page.